Event description:
It was reported that the patient was suddenly unable to hear anymore in 2007. Testing showed that 11 of the 12 electrode channels had high impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.